Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient requested for a replacement dialysis cycler due to getting peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient received peritonitis because she was not following aseptic technique. Per pdrn the patient had issues with her cycler and continued to use it instead of calling to get it replaced. Per pdrn the patient's cat might have bitten the line and the patient disconnecting and reconnecting after a sterile pathway was created were all leading causes to the infection. Per pdrn the patient had called the on-call nurse on (B)(6) 2016 about her effluent bag being cloudy from drainage which is most likely when patient had received peritonitis. The pdrn reported the patient came into the clinic and they treated her, sent her home with antibiotics, and the pd patient was re-trained on treatment and further instructions. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Based on the medical records and information captured within the complaint file, this (B)(6) female esrd patient experienced abdominal pain on (B)(6) 2016. On (B)(6) 2016, the patient presented to their peritoneal dialysis (pd) clinic with cloudy effluent, the patient was diagnosed with peritonitis, was initiated on vancomycin 2 grams via intraperitoneal (ip) route, and pd fluid cultured showed staphylococcus epidermidis as the isolated organism. The patient's pd nurse stated that the episode of peritonitis was due to the patient not practicing aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
The patient had 2 devices at the time of the allegation serial number (B)(4). Serial number (B)(4) was returned by the patient for this reported allegation and the cycler was then rebuilt without evaluation as the cycler was not associated with this event at the time and sent back to production for re-distribution. The patient still has device (B)(4) in their possession. The failure mode cannot be confirmed, as the cycler was rebuilt and is no longer available for evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.